Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a therapeutic procedure, the subject device had an abnormal image. The procedure was completed using a similar device without any harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the insertion part failure a definitive root cause could not be identified. Based on the results of the investigation: the abnormal image was likely due to a component failure in the insertion part. The insertion part was likely affected due to an electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use in a therapeutic laparoscopic surgery procedure.